Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining elevated troponin (accutni) results above the ami cutoff for one patient that was generated by the access 2 immunoassay system. The patient's sample was tested on an alternate method and was also elevated. The erroneous results were reported out of the laboratory and questioned by the physician. It is unknown if patient treatment was impacted due to the elevated accutni results.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. Qc was within the customer's established ranges after the erroneous results. A system check was performed on (B)(4)2011 and met specifications. Service was not dispatched as the customer is not questioning the instrument performance but reproducible results on one patient. Although an interferent in the patient's sample is suspected, no root cause could be determined.